Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly during the implant attempt of the subject pacemaker it was impossible to connect the existing v lead. It is to be noted that the connector of the v lead was in fact an adapter. The physician confirms he systematically heard the typical 'screwdriver driver' sound, however there was never a successful connection (the lead pin remained loose). The physician indicated that he couldn't push the lead pin deep enough in the receptor even after further unscrewing the set screw. There was no problem connecting the v lead (with its adpater) to the atrial channel. Attempts to connect the atrial lead to the v channel also failed. The subject pacemaker was replaced.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implant attempt of the subject pacemaker it was impossible to connect the existing v lead. It is to be noted that the connector of the v lead was in fact an adapter. The physician confirms he systematically heard the typical 'screwdriver driver' sound, however there was never a successfully connection (the lead pin remained loose). There was no problem connecting the v lead (with its adapter) to the atrial channel. Attempts to connect the atrial lead to the v channel also failed. The subject pacemaker was replaced.